Event description:
The customer states that the drug component marcaine is only working partially or not at all. They are having to draw additional material from their pharmacy stock and reinject the patient. There was no patient injury. The following information has been obtained: dosage and components for this product: marcaine 7.5gmg w/8.25mg dextrose, 2ml ampule, lot number: 58155dd.

Manufacturer narrative:
The drug component involved in the reported incident has been received and is being forwarded to the manufacturer for evaluation.